Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) hispanic male patient presenting with cardiomyopathy for hemodynamic support with the impella cp optical device. The patient was inserted with this device at (B)(6) and then transferred to (B)(6) for further support. Approximately 8 to 12 hours after arrival at transfer hospital, the patient was exhibiting signs of hemolysis and a low partial thromboplastin time (ptt). The pump was removed and a damaged profunda was identified. Within the profunda, a clot was found. As treatment, the vascular repair was administered and the clot was removed. It should be noted that the physician attributed the damaged profunda was caused during placement of the device and the hemolysis was caused by the patient's sub-therapeutic ptt. The patient was ultimately escalated to an impella 5.5 without any further issues reported.